Manufacturer narrative:
Two samples were analyzed to verify the values of elecsys anti-tpo. The following were results determined with a cobas e 801: anti-tpo: 363 iu/ml ¿ above cutoff value of 34 iu/ml. After 1:2 dilution: 56 iu/ml (calculated final concentration). After 1:5 dilution: 12 iu/ml (calculated final concentration). After further investigation of the sample, an assay interfering factor was detected by changing concentrations. This interference causes the falsely elevated values elecsys® anti-tpo assays. With dilution 1:2, the impact of the interfering factor gets smaller leading to smaller, but still falsely elevated results. An interfering factor, causing a falsely increased value with elecsys anti-tpo, was detected in the sample. This is a known interference clearly disclaimed in the method sheet. Disclaimer from method sheet: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." A general product problem can be excluded.

Event description:
There was an allegation of a questionable elecsys anti-tpo result from the cobas e 402 analytical unit. The initial result was > test 600 kiu/I, and the 1st repeat result was > test 600 kiu/I. The 2nd repeat result with a manual dilution of 1:5 was 14.3 kiu/I. The 3rd repeat result with a manual dilution of 1:5 was 13.5 kiu/I. The 4th repeat result with a manual dilution of 1:1 was 117 kiu/I.

Manufacturer narrative:
The cobas e 402 analytical unit serial number is (B)(6). The diluent being used by the customer was used for approximately 20 weeks, exceeding the lifetime of the diluent. The investigation is ongoing.

Manufacturer narrative:
The initial value reported of 13.5 kiu/I was not correct. Additional values of 13.4 kiu/I with a dilution of 1:5 and 13.3 kiu/I on 30-jan-2025 with a manual dilution of 1:5 were provided. On (B)(6) 2025, the customer repeated the sample using a new diluent and the results were 12.3 kiu/I with a manual dilution of 1:5. In another run, the result was 20.7 kiu/I with a manual dilution of 1:5. The investigation is ongoing.